Manufacturer narrative:
(B)(4). We received three airvo units with the following serial numbers: (B)(4) however no clarification on which airvo linked to which incident. All three units were investigated and no fault were found with any of the returned units. Method: the complaint airvo humidifier was received by fisher & paykel healthcare (f&p). The airvo was visually inspected and mechanically evaluated. The unit was disconnected from the power supply and reconnected again within 120 seconds. Results: the auditory alarm sounded continuously for 120 seconds and the unit automatically restarted when the power was reconnected. Conclusion: no fault was found with the complaint airvo unit and it functioned as intended. It was reported by the hospital that the power generator failed which led to the airvo unit turning off. Airvo is only designed to work with power and cannot operate if that power is removed. If the power is disconnected from the airvo it will alarm for at least 120 seconds to alert the user/caregiver. The airvo visual/auditory warning alarms and fault alarms meet the medium priority requirements as defined in iec 60601-1-8, the international standard comprising general requirements for basic safety and essential performance for medical electrical equipment and medical electrical systems. The hospital also reported that the deceased patient had major health complications at the time of the incident, which may have caused or contributed to the adverse event; "down syndrome with atrio-ventricular septal defect and pulmonary hypertension". The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: during power outage, the auditory alarm will sound for at least 120 seconds. If power is reconnected in this time, the unit will automatically restart, unless the "audio pause" button has been pressed. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a patient was admitted in the ICU and was connected to a pt101 airvo humidifier. A power outage occurred due to some failure with the backup generator. The patient died following this incident at the hospital. It was further reported that the patient had down syndrome with atrio-ventricular septal defect and pulmonary hypertension. We were informed that the cause of the death was a cardiac arrest with a failed resuscitation.